Event description:
(B)(4).

Manufacturer narrative:
The technician checked the bed and found no issues, the bed functioned as designed. The technician in-serviced the account on the bed exit alarm features to resolve the issue.